Manufacturer narrative:
The referenced subdural hematoma in (B)(6) 2014 was reported by the patient's healthcare providers to be the result of a patient fall, there were no device issues reported. This event is similar; however, is conservatively reported because a head CT scan was not performed. It is not known if the fall resulted in head trauma with intracranial bleeding, or if the presumed cva occurred and resulted in the patient falling. Approximate age of device ¿ 2 years, 8 months. No equipment was returned for evaluation. An autopsy was not performed. A direct relationship between the device and the reported event could not be determined. The instructions for use lists stroke, bleeding, and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient had a history of chronic subdural hematoma following a head injury in (B)(6) 2014, which required a bur hole. At that time, the patient elected to continue with medical therapy, but within hospice care. The patient reportedly continued to become weaker over time and required assistance at home. On an unspecified date, the patient fell at home again. She subsequently experienced expressive aphasia and left-sided paralysis, consistent with a cerebrovascular accident (cva). The patient's inr was therapeutic at the time of the fall/cva. No diagnostic test procedures, including a head CT scan, were performed at the patient and family request. The patient and family elected to withdraw care, including shutting off the lvad. The patient expired on (B)(6) 2016. An autopsy was not performed and the pump was not explanted. There were no reports of any issues with the lvad and no interruptions in support. No further information was provided.